Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the user received authentication error while trying to login. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the user received authentication error while trying to login. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the local user account was not working with pyxis. The user received an authentication error. A technical support specialist reached out to the user to verify whether the access issue was affecting both the server and the stations, or just one of them. The user responded shortly after, confirming that the login issue had been resolved. The system functioned as intended after the customer resolved the issue.